Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h6. During investigation, the foreign material found in the nozzle was not identified. Olympus requested reprocessing information from the customer, but no information was provided. A definitive root cause for the foreign material was not identified. A definitive root cause was not identified for the gap between the acoustic lens and the probe. A device history review showed no issues that could have caused or contributed to the reported issue. The potential for foreign material is addressed in the instructions for use (IFU): chapter 6: "compatible reprocessing methods and chemical agents" and chapter 7: "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the nozzle of the ultrasound gastrovideoscope is clogged with foreign material and there is a gap between the acoustic lens and the ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.